Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient off label in the back of the hand with juvederm vista voluma xc. Approximately four months later, patient experienced ¿swelling and lump on the back of the hand appeared at the injection site¿ which the hcp diagnosed as ¿delayed foreign body granuloma.¿ biopsy was not provided. Symptoms status is unknown.